Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: if possible, please confirm how many devices demonstrated the alleged deficiency during this procedure, specifically how many were from pds and how many were from monocryl. What I was told it was multiple devices. H3 investigation summary ==> the product was returned to ethicon for evaluation. One unopened representative sample was received for analysis. Product code sxpp2b400. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch ubbcpt, sxpp2b400-11 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6)2025 and a barbed suture was used. During an abdominoplasty, using bidirectional barbed suture the doctor noted that the suture barbs were not deploying on both the types of barbed sutures. The doctor was doing different techniques. The barbs were not deploying with multiple passes. Multiple sutures were attempted. Case was completed by pulling more sutures from the same box. No adverse patient consequences were reported. Additional information was requested.